Manufacturer narrative:
(B)(4): eval, results: (root cause undetermined, limited info available, device not returned for eval). Deflation difficulties, balloon burst.

Event description:
The physician was attempting to treat a lesion located in the mid sfa with a submarine plus pta balloon catheter. The balloon was inflated to 10 atms, with no issues noted during inflation, to post dilate previously deployed stents. The physician experienced difficulties deflating the balloon. The balloon was then inflated to 20 atms in order to burst it. No pt injury occurred.